Event description:
On (B)(6) - the doctor involved implanted 1 actifuse shape 8ml large cylinder in a c1/c2 posterior cervical fusion procedure. The doctor implanted the actifuse shape after placing his screws and rods. On (B)(6) - the doctor reviewed the post-op CT scans of the pt and noticed that some of the product had migrated from the surgical site to approx the c5/c6 region.

Manufacturer narrative:
A lot history evaluation was carried out and no anomalies were identified.